Event description:
The customer reported erroneous high sodium (na) and potassium (k) patient results were generated on the au5800 clinical chemistry analyzer. There was no change in patient treatment in association with this event. The erroneous results were not released from the laboratory.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced multiple hardware components to resolve the issue. The following components were replaced: buffer in and buffer out valves, reference valve, ise (ion selective electrode) tubing, ise mix motor, sample syringe and wash syringe. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided. Customer phone #: (B)(6).